Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 181mg/dl, and two hours later, it was reading 49mg/dl. The customer stated that she disconnected from the insulin pump and treated with food, and then her glucose went up to 151mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device was received with a missing end cap sticker.